Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed

Event description:
Device report from synthes reports an event in the USA as follows: removal of blade plate. Conversion to hemi arthoplasty. Documented as osteoarthritis. No allegation against the plate or hardware. Fracture healed from previous surgery. Removal of 5 screws unknown length and 1 plate. 1 screw was broken. Concomitant products: unk - screws: trauma (quantity: 5, part number: unknown, lot number: unknown). This complaint involves two (1) devices unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).